Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial (ra) lead was part of a system revision due to infection. Additional information indicates that the system was explanted due to methicillin-resistant staphylococcus aureus (mrsa), endocarditis and device erosion. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial (ra) lead was part of a system revision due to infection. Additional information indicates that the system was explanted due to methicillin-resistant staphylococcus aureus (mrsa), endocarditis and device erosion. There were no additional adverse patient effects reported. The ra lead was explanted.